Event description:
It was reported that during follow-up cine shows insulation abrasion at the distal portion of the left ventricular lead. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.